Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-may-2024, it was reported that patient faced infusion set leaking at quick release event. The patient replaced the infusion set. No further information was available.